Event description:
The patient was undergoing a balloon occluded retrograde transvenous obliteration using penumbra coil 400 in the shunt between the spleen and the kidney caused by portal hypertension. Surgical procedures aimed at inserting coaxial double balloon catheter system (candis) in the inflow tract and a coil in the outflow tract. The patient was then given an n-butyl cyanoacrylate (nbca) injection. The physician flushed the microcatheter with saline before advancing a penumbra coil 400. While inserting the penumbra coil 400, it would not advance further than two to three centimeters and was retracted into its sheath. The physician was unable to advance the penumbra coil 400 out of the introducer sheath, but was able to pull it back. The procedure was completed with a new coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil stretch resistant (sr) wire is fractured and the pet-lock is intact. The coil was detached from the pusher assembly due to the break in the sr wire. In the returned condition, the proximal end of the coil introducer sheath is loaded incorrectly on the pusher assembly and coil. Conclusion: evaluation of the returned devices revealed that the coil sr wire was broken and the coil introducer sheath was loaded incorrectly on the pusher assembly. The root cause of this complaint could not be determined due to damage to the device that occurred during its return to penumbra. Pc400 coils are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the coil stretch resistant (sr) wire is fractured and the pet-lock is intact. The coil was detached from the pusher assembly due to the break in the sr wire. In the returned condition, the proximal end of the coil introducer sheath is loaded incorrectly on the pusher assembly and coil. Conclusion: the complaint has been evaluated. The complaint indicates that there was resistance felt during the insertion of the coil into another manufacturer's microcatheter. The coil was retracted back into the sheath and removed from the patient. Outside of the body, the coil could not be advanced out of the microcatheter. The coil could be retracted but not advanced. The microcatheter was used with another coil and the procedure completed. Evaluation of the returned devices revealed that the coil sr wire was broken and the coil introducer sheath was loaded incorrectly on the pusher assembly. It appears that when re-sheathing the coil before removing it from the patient, the coil sheath was loaded on the pusher incorrectly. The proximal end of the coil introducer sheath inner diameter is smaller than the inner diameter of the distal end. This is how the coil introducer sheath connects to the mid-shaft of the pusher assembly. If the coil introducer sheath was loaded incorrectly (proximal end of the sheath inserted over the proximal end of the pusher assembly) during re-sheathing, the proximal end of the coil sheath would connect with the mid-shaft of the pusher assembly, causing resistance when attempting to advance the coil. This would explain the resistance the physician described when trying to advance the coil through the microcatheter. The broken sr wire was not described in the complaint and was likely due to post-procedural handling. Due to the returned condition of the device, a functional of the coil could not be performed. The coils are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.